Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (monitor delivers pulse above upper limit) has been confirmed. Upon investigation the monitor failed a pulse test and displayed a service code 203 (pulse test fault). The cause for the failure was due to a shorted c1 capacitor and an open l1 component on the computer/analog pca. The l2 and d1 components were replaced as a precaution. The root cause for the shorted c1 capacitor and open l1 component could not be positively identified. No adverse events occurred from the damaged monitor.

Event description:
A us distributor reported that a monitor delivers pulse above upper limit.